Manufacturer narrative:
B5, d9, h6: remove codes a0706, b13, g02004, g04003, add codes a070603, b17, g02002

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported adverse impact to the customer.